Manufacturer narrative:
Terumo has received the actual device for evaluation; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The FDA reported to terumo cardiovascular systems, via voluntary medwatch (received by tcvs on july 17, 2014), that during an endoscopic vessel harvesting for a coronary artery bypass graft surgery, the vsp550 caused a surgical burn to the patient. The doctor noted that vsp550 cautery was "not working very well". The rn checked all connections and did not see any problems with the device. Approximately 10 minutes later, the doctor noted that the cautery function was not working at all. The rn unplugged the conmed cautery machine connections and replugged them back in. The rn then unplugged the cautery machine pedal and plugged it back in. The rn then took the conmed cautery from another operating room for use. The doctor had completed the procedure by the time the rn returned with the other system. A clinical engineer was called in to have the cautery examined. The patient had been burned on his left medial leg. All supplier and components were removed from the field and placed in the original box and bag. The doctor was able to harvest the saphenous vein from the left leg. The patient was transported to the ICU after the CABG in stable condition.